Event description:
Malfunction: high voltage error message, system reboot required. An ophthalmic tech reports high voltage at morning startup, they were unable to continue. During f/u with the facility, the ophthalmic tech stated no pt had been prepared for surgery when the high voltage error was received and none of the pts had any flaps cut. Surgery was cancelled for the day.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) rotated the homogenizer, then completed a successful system verification to specs. (B) (4). (B) (4). (B) (4).